Event description:
Pt had catheter placed on 03/01/99, removed on 03/15/99 due to infection of port site. Pump & catheter placed on 04/01/99. Readmitted for removal of pump & catheter on 04/10/99 due to redness over site/cellulitis. Pump & catheter again placed on 05/05/99 & still is in pt. Morphine in pump.